Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown 40mm gmrs body. The following other devices were also listed in this report: 0 degree bumper; cat# unknown; lot# unknown. Bushings; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. No further information or documentation will be provided due to hospital policy. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
The patient had complications due to a tumor, so she was revised. The complication was tissue related but during the procedure implants were removed to access the soft tissue in question. The surgeon also adjusted the leg length 1cm shorter.